Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Reportedly, all bolus totals accurately recorded as programmed. There was no indication that the product caused or contributed to an adverse event. There was no additional information available for this complaint. This complaint is reportable as there is an allegation against the delivery function of the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: a review of the bolus history and black box revealed a 2.8 unit bolus on (B)(6) 2016 at 2:50pm. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within specifications. No unprogrammed boluses occurred during testing. A normal (B)(4) unit bolus and a (B)(4) unit audio bolus was successfully performed and accurately recorded in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.